Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect requiring intervention (atrial perforation) is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation appears to be related to user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect (asd) it was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip delivery system (cds) was advanced; however, the cds could not reach the valve, due to the high transeptal puncture. Attempts to lose height were unsuccessful, so the devices were removed and a new transeptal puncture was performed. A new cds was used with the same steerable guide catheter (sgc). The cds crossed the mitral valve without issue and one clip was implanted successfully, reducing mr to grade 1+. Upon removal of the sgc, an atrial septal defect (asd) was noted. Three 3 attempts were made to treat the asd with a closure device; however, it could not be safely positioned, so it was removed and the asd was left untreated. No additional information was provided.